Event description:
Dexcom was made aware on 04/15/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the pediatric patient experienced a skin reaction with itching, redness, inflammation, pimples, dry skin, and infection under entire patch area, which occurred 7 days after the sensor had been inserted in the arm. The reaction was treated with a prescription of an oral antibiotics. At the time of the call the patient was in good condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).